Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
During an in-clinic follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead and device. The rv lead and device were explanted to resolve the event. The patient was stable.